Event description:
It was reported the patient was attempting to connect the drug cassette to the infusion pump but got message of "no cassette attached". Patient resumed infusion therapy of life-sustaining medication for pulmonary arterial hypertension (drug name not provided) using their backup pump. No adverse effects to patient.